Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the exact cause was unknown and there was an etiology of surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study reported that a quarter size amount of green/yellow discharge at the incision site with redness and tenderness was noted. Drainage at the site with minimal erythema and 3/4cm opening was also noted along with superficial wound infection at the incision site. The patient denied fevers, chills, changes in urinary habits, or urinary tract infections. The event resulted in an emergency room (ER) visit and medications of bactrim x10 days was administered. The event was not related to the device or therapy, and was related to the implant procedure. It was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.